Manufacturer narrative:
Evaluation summary: brush not stuck in channel, cylinder is sharp shaving brush shaft. Pentax cs-c12a yellow channel cleaning brush. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the lg cable connector fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the lg cable connector. In addition, we confirmed that the control body fluid damage; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation. Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 24-jun-2021 that occurred in the united states. The information provided indicated that the "brush stuck/broken in channel" involving pentax medical video colonoscope model ec38-i10cl-us, serial number (B)(4). The user facility stated the "suction cylinder shaving sharp, shaving cleaning brush." The customer owned endoscope has not been received by pentax medical for evaluation as of 24-jul-2021.. The investigation is in-process.